Event description:
It was reported that the unit gave an e-1 error several weeks ago using what was believed to be an old lightbulb. A new lightbulb was used and again the unit experienced an e-1 error. It was further reported that it was uncertain whether this happened during a case but that no patient harm occurred.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.